Manufacturer narrative:
The monitor for the navigation system was returned to the manufacturer for analysis. The monitor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the monitor for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The suspect monitor has been received by the manufacturer for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the monitor of the navigation system lost display functionality during start up. It was noted that the touchscreen was operational on the main surgeon cart but the display was not operational on the camera cart. There was no patient present when this issue was identified. No additional information was provided.